Event description:
Material #305180. Lot #4212676. Verbatim: on 3 separate occasions, I drew up some meds using a red, blunt fill non-coring needle and drew up what looked like rubber stopper into my med. I have never had this happen to me prior to this event. No patient harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up. It was reported the needle cored the rubber stopper. A device history record review was completed by our quality engineer team for provided material number 305180 and lot number 4212676. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Further action has not been determined necessary at this time.

Event description:
No additional information received.